Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the physician was not concerned as the shock impedance has been chronically high and the clinic plans to continue monitoring this patient. At this time, there is no intervention planned. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement. Boston scientific technical services (ts) was contacted and confirmed other lead measurements were stable and there were no noisy signals. This device remains in service. No adverse patient effects were reported.